Event description:
A surgeon reports a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged for a different model. In a follow-up, the surgeon reports the outcome of the event as "excellent".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 9/15/08 by fax and mail. A completed questionnaire was received on 9/15/08.